Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the customer did not complete the load process. Customer experienced an elevated blood glucose (bg) level of 562 mg/dl. A manual insulin injection was administered to address bg.